Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged having headache, dry coughing, heavy chest pain, phlegm, difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned and the manufacturer observed the unit passed final test during device evaluation.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received additional information that patient had several medical history. The medical intervention was not specified. Section b7, g3, h2, are updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath,other thermal issue. There was no report of serious or permanent harm or injury. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on feb 12, 2024 and section h11 should be reported as: tthe manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath,other thermal issue and patient had a stroke. The medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed dried liquid spots on the top cover, along with a scratch on the front of the top cover. Dust- and dirt-like contamination was found on the top cover, bottom enclosure, left and right side panels, and inside the iso (international organization for standardization) port. Scratches were also noted on the edge of the bottom enclosure, and a broken piece of the control knob was discovered inside the top cover. Dust-like contamination, along with potential hair-like particles, was observed underneath the control knob, on the bottom of the blower housing, on the sound abatement foam, and around the walls of the bottom enclosure. Similar contamination was also found on the blower cap and blower motor. Dark-colored dust- or dirt-like contamination was present inside the blower motor. Additionally, dried liquid spots mixed with dust- or dirt-like contamination were observed on the interior side of the blower cap, on the blower housing in front of the blower outlet bellows, inside the iso port, at the bottom and interior of the blower motor, and in the base of the blower housing. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. Sections d9, h2, h3 and h6 has been updated in this report. The manufacturer previously reported stroke as medical history and it should be captured as patient's allegation and corrected as follows; section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes, impact code was corrected, type of investigation, findings and investigation conclusions has been updated/corrected.